Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: dbs-lead fixation, upn: (B)(4), model: db-4600c, serial: not applicable, batch: (B)(4).

Event description:
It was reported that the deep brain stimulator patient could feel her left lead through a hole in her scalp. The patient underwent a revision procedure in which the lead and burr hole cover were explanted. The lead was cut and remains attached to the lead extension. The explanted burr hole cover and portion of the lead were discarded by the medical facility and will not be returned. The patient has fully recovered.